Event description:
It was reported that the vns patient passed away on (B)(6) 2012. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient passed away due to cardiac arrest. It was reported that vns therapy was not related to the patient's death.